Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with a tortuous artery. A steerable guide catheter (sgc) was prepared for use and inserted. However, while inserting the sgc into the femoral vein, resistance was encountered. Fluoroscopy revealed that the sgc was bending in the iliac vein. The sgc was then retracted, the path was straightened with the guidewire, the sgc was able to be inserted normally, and the procedure was continued. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to trace. After removing the sgc, an 18f introducer was inserted and contrast was injected to check the patient¿s vein for injury, and an extravasation of contrast was observed through the vein.; a dissection had occurred. To treat the dissection and control the bleeding, a stent was successfully implanted. The patient remained stable. The patient was reported to be well and discharged.